Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported off no power alarms after incorrectly inserting the battery for three hours. The customer also reported that the insulin pump restarts after clearing other alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The event occurred in (B)(6).